Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose of 30 mg/dl and believed it was due to insulin pump being programmed by healthcare professional. Customer was treated with glucagon by paramedics on (B)(6) 2016 and removed insulin pump four days later. Customer's blood glucose at the time of call was 475 mg/dl. Customer wanted to reconnect insulin pump and requested assistance programming insulin pump. Troubleshooting was performed and customer received assistance.